Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 and (B)(6) 2024that the patient experienced that two infusion sets fell off during use. Infusion set was in use for less than 2 hours. No further information was available.

Manufacturer narrative:
MDR device 2 of 2.